Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the receiver module failure, abnormalities in images, images not being displayed, image distortion and deformation of serial digital interface output terminal. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 and abnormalities in images occurred due to the failure of the receiver module. Also, serial digital interface output terminal was deformed, which may have contributed to the occurrence of images not being displayed and images distorted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center displayed scope communication error, e226. The issue occurred during maintenance. There were no reports of patient involvement.